Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Revision surgical report received and reviewed for MDR reportability. The revision note reported gross loosening of the femoral implant (head), osteolysis, subsidence, pain, increasing chromium (7.8) and cobalt (12.7) levels, fall with stem subsiding acutely, greater trochanter fracture most likely related to fall that was cabled, the cup was easily removed and an estimated blood loss of 1500ml with patient receiving blood products. No product stickers or list received. Unknown asr cup, femoral component, stem and sleeve will be reported. The complaint was updated on: feb 8, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.